Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump is stuck in prime rewind. Customer stated that he bolused by priming insulin into his body. Customer advised not to take that action for safety reasons. Customer's blood glucose reading is 189 mg/dl. The insulin is squirting out during the manual prime. The drive support cap is protruded. Nothing further reported.